Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt was vomiting and exhibited symptoms of hypotension (pale and clammy) towards the end of treatment. Pt was given 2,600 ml of saline. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 2.1 kg. There was no serious injury or illness.